Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory the communicator was returned and analysis found the charging port was loose, there was a rattling sound inside, and an electrical failure. The device failed the final functional jbal test and passed the bench test. It was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-nov-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported about 3 days ago they noticed the communicator is having a hard time charging. The patient stated they have to manipulate the power cord so that the communicator charges. The patient had it plugged in all the time, or it is red. The patient stated the charging port is bent or broken. A request was sent to the repair department for a replacement communicator due to the charging port was bent or broken and the patient was having to manipulate the charging cord in order for the communicator to charge.